Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the impactor fractured during impaction. The correct surgical technique was used, and the impactor was successfully used to complete the procedure. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed by returned device. Visual examination of the returned product/provided pictures identified indentations from previous uses. Handle has scratches. Poly threaded tip is confirmed fractured. Two (2) pieces were returned. Not all fractured pieces were returned for evaluation. Black marks are noted on the gray poly tip from impaction. No other damage was noted. The features of the fracture surface visually align with an internal research memo in which an overload fracture failure mode was identified. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.